Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that there was an issue with the original implant and the patient had a new one. The patient stated they mentioned something about the batteries but didn't have any further details. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1raxz, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Device returned, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Reported patient history: metal knee placement. It was reported that the device was implanted with excellent results on the stimulation test of the implanted lead. When the battery was placed and impedance check was conducted all but c+0- were black bars >4000. The battery was replaced with the same result. The lead was then replaced and the new battery was used with the same result. The patient perceived stimulation on the c+0- program as indicated by the impedance check. After replacing the product variables and achieving no improvement in outcome, the device was left in place. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. No cause had been determined in regards to the high impedances during implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there were no significant anomalies on either the ins or the lead. Good impedances were observed during an impedance test performed in 0.9% saline solution for both the ins and lead. The ins passed functional testing. The conductors were crushed in the body of the lead however electrical testing determined that continuity was complete, there were no electrical shorts between the circuits; markings consistent with markings from the use of a tool were identified on the outer insulation of the lead. If information is provided in the future, a supplemental report will be issued.